Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 467 mg/dl. The insulin pump had alarmed for a motor error earlier that day during a bolus attempt. The drive support cap appeared normal. Two additional motor error alarms were noted in the insulin pump history. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.